Manufacturer narrative:
B2 outcomes attrib to adv event: corrected.

Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The more than 95% stenosed long defuse target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilatation with a 2.5x15 mm maverick balloon catheter, a 3.00 x 38 synergy drug-eluting stent (des) was deployed at 16 atmospheres. During the procedure, distal edge dissection of the stent was observed. Another synergy des was used to complete the procedure. The patient was stable post-procedure. It was further reported that the lesion was mildly tortuous. Additionally, the 3.00 x 38 synergy des was implanted, and another synergy des was deployed to cover the flow limiting distal edge dissection.

Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The more than 95% stenosed long defuse target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilatation with a 2.5x15 mm maverick balloon catheter, a 3.00 x 38 synergy drug-eluting stent (des) was deployed at 16 atmospheres. During the procedure, distal edge dissection of the stent was observed. Another synergy des was used to complete the procedure. The patient was stable post-procedure.